Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4). Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with coloplast aris mesh. Later the patient experienced an eroded tot on the right half of the distal anterior vaginal wall. A surgery to remove the eroded mesh was performed.